Event description:
It was reported that the video feed was cutting out and visualization was lost during a shoulder scope procedure while instrumentation was present in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of video output malfunction could not be reproduced. Unit passed functional testing during 24 hour burn-in with no video loss or interference. All video inputs/outputs normal and unit's software performed as expected. Unit was tested in both pal and ntsc formats and both analog and digital video outputs. No problem found. A defective video input/output cable or ccu could have contributed to the reported event. A review of the device history record was performed which confirmed no inconsistencies.